Event description:
Nurse went to obtain dialysis liquid acid concentrate solution and noted small pinhole in top of jug. Jug is covered with a foil liner and then a plastic lid; 24 jugs of dialysate solution naturalyte catalog number 08-2251-0 fresenius acid solution lot number 20cxac034, expiration date 3-31-2022. All solutions pulled. Unsure if solution used previously and pinhole not seen.